Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false negative sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed positive by an alternate testing method (method unknown) and another brand's rapid antigen assay.

Event description:
No event for this report number. The consumer called in and communicated that all confirmatory testing was negative which confirms the negative quickvue otc result.

Manufacturer narrative:
Correction: please remove all information of this report as it was determined that the consumer's confirmatory testing confirmed the negative quickvue result. B4 - added today's date of the follow-up correction report. G3 - added the date the consumer called back to inform about the confirmatory testing results.